Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify signs of breaks/fractures at the tip or along the fiber body. The fiber exhibits no signs of usage. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on the results of the investigation an evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after approximately 70,000 joules were expended, a fiber overheat error message appeared on the monitor and the guide light was leaking from the part near the laser insertion part. The procedure was completed utilizing another fiber. There were no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after approximately 70,000 joules were expended, a fiber overheat error message appeared on the monitor and the guide light was leaking from the part near the laser insertion part. The procedure was completed utilizing another fiber. There were no clinical consequences to the patient.